Manufacturer narrative:
Zoll did not receive the autopulse platform in the complaint for investigation. A follow-up report will be filed if and when the product is returned and an investigation has been completed.

Event description:
The biomedical engineer reported that the autopulse platform (sn (B)(6)) displayed user advisory 20 (position out of range). The customer tried multiple times to reset the lifeband but with no success. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.